Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged near the battery compartment. The customer¿s blood glucose level was 96 mg/dl at the time of the incident. The customer stated the location of damage was back of the insulin pump near the battery compartment. The customer was assisted with troubleshooting and reported that the reservoir was not able to lock in place into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Reservoir is able to lock into place. (B)(4).